Event description:
A pt in itu experienced hypotension. The events are as follows: pt was transfused in the or with 18 units of packed red cells through rc400's, 23 units of ffp through lps's and 1 pool of 8 units of platelet concentrate through a pxl3kle. All transfusions were completed without incident. 22 hours later 4 units of packed red cells were transfused through product, 2 of which were transfused without incident, while the pt developed hypotension with the other 2 units. The next day the pt was again transfused with 4 units of packed red cells through product with no incident.